Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Device in progress.

Event description:
It was reported that the 3500 medfusion® syringe infusion pump displayed a check clutch/plunger lever. Customer reported no further information related to the event. No patient injury reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to have a cracked bottom case. A "check clutch" error alarm was found in the event history log. The reported error could not be duplicated during testing. Based on a deeper review of the event history log, the user did not prime the pump before starting the infusion, causing the error.